Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open esophagus resection procedure, there was an anastomotic failure. The patient was treated by endoscopic maneuvers with stents and swobs. The surgeon does not believe the device caused the event. No additional information can be provided by the account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.